Event description:
It was reported that perforation occurred. The patient developed mild pericardial effusion post implant with diminished r-waves. Follow-up echocardiograms revealed resolving effusion. The lead polarity was cha nged from unipolar to bipolar.

Manufacturer narrative:
No medwatch form was received.